Manufacturer narrative:
The customer¿s report of the device infusing faster than expected was not confirmed. Analysis of the pcu event log shows the pump module was programmed for a secondary infusion of piperacillin-tazo 4.5grams/100ml to infuse over 4 hours at a calculated rate of 25ml/hr. The pump module infused for approximately 20 minutes without any issues logged before the unit was paused by the user. Seconds later the system was powered off with a recorded total volume infused of 8.33ml. No programming errors were noted. Rate accuracy testing was performed and the device was within specification. The root cause of the customer¿s report of piperacillin-tazobactam infusing faster than expected was not determined.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the secondary infusion of piperacillin-tazobactam 4.5 gm/100 ml infusing at 25 ml/hour for a duration of 4 hours infused quicker than expected. There was no report of patient harm.